Manufacturer narrative:
Date of event: date of event was approximated on (B)(6) 2022 as no event date was reported. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure on an unknown date. During the procedure, it was noted that the balloon burst inside patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications have been reported due to this event.